Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: kit1378-05, software version: 5.1.1 h6) multiple annex a codes were applied to capture this event. A13 captures the low performance message and a11 captures the lagging, intermittently flashing black, and the navigation feature that was not functional. H3, h6) software data was received for analysis. The parameters of the CT scan were the following: 512x 512 pixels and 1011 slices. The system lost the opportunity to navigate with the ¿heavy CT¿ during the CT-fl process. "Heavy CT" is defined by high number of numbers of voxels in the CT exam that the software should handle when rendering the navigation views and the 3d visualization of the anatomy. The voxels numbers were a combination of the pixel resolution (per slice) and the number of slices captured in the scan. Due to this defect, a higher rendering resolution was applied to the 3d anatomy visualization, resulting in higher navigation latency values and/or lower refresh rate than expected. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the system started displaying a "low performance" error message, and the portion of the screen that displays tracking during navigation started lagging and intermittently flashing black. The guidance system was still operational and appears to be placing screws in the proper location according to plan, but the navigation feature was not functional. The site troubleshot by performing a hard reboot and re-registering, but the issue did not resolve. There was no patient harm reported and the procedure was delayed longer than an hour. Additional information was received. It was reported that there were no patient symptoms related to the event.